Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.

Event description:
On 10/7/2024, it was reported by a sales representative via email that an ar-2350 knotless tension tight button implant system suture would not slide through the button when loading the suture through the button. The button ended up breaking off the inserter. The case was completed using another ar-2350 knotless tension tight button implant system. The patient was not affected. This was discovered during an open bicep procedure on (B)(6) 2024. Additional information received on 10/14/2024: this was discovered while the implant was in the patient. All broken fragments were removed. The case was delayed about twenty minutes; however, additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.